Event description:
It was reported that the right ventricular (rv) lead ceased to function at device changeout. It was noted there was no capture and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 8330 implantable pulse generator (ipg) implanted: 1994 (B)(6). (B)(4).